Manufacturer narrative:
Log file analysis was not conducted since the event was confirmed visually. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose connectors on ps1 and ps2. The most likely root cause of the reported event can be attributed to improper assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.   It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that when the coordinator attempted to hook the controller to the monitor, no information would transfer and there was no waveform. The coordinator tried a different controller hooked up to training mock loop and the same monitor with same data cable. They were able to easily attain waveforms, and log files. According to the coordinator there are no bent pins or visible debris in the blue port of the controller. The coordinator stated that some of the staff may have been forcing the connection. Re-education with staff was completed. The controller was electively exchanged and the patient tolerated this very well and this completely resolved the problem. The event occurred during hospital recovery after pump implant. The patient is doing well and there were no reported consequences or impact to the patient as a result of the event. Investigation is ongoing.